Event description:
The facility reported an infusion pump with a failure code 812:02. It was not specified if this failure occurred while infusing on a pt. The facility representative stated that no pt injury was reported on this pump since the last baxter service event. Although information was requested, none was provided regarding pt demographics, medication involved and the device's programming.